Manufacturer narrative:
The technician found the head valve was sticking closed and the CPR sticking open. The technician replaced both valves to repair the bed.

Event description:
Info received indicates the head section is not going up.